Event description:
It was reported that the right ventricular (rv) lead fractured. There was a sharp rise in impedance and noise was noted on non-sustained tachycardia (nst) episodes. The lead was capped and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154atg implantable cardioverter defibrillator 2008-(B)(6), 457445 implantable pacing lead 2008-(B)(6). (B)(4).